Event description:
Patient's legal representative stated the patient suffered complications including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh: on (B)(6) 2023 light pink colored discharge after intercourse, palpable rough textured area in anterior vagina (~3 mm) in diameter ~3 cm from vaginal opening, however unable to visualize this area with speculum exam, (+) bacterial vaginosis. On (B)(6) 2023 consultation - palpable anterior vaginal wall rough/irregular ridge just inside introitus, area not visible, area is most likely mesh from bladder repair, no erosion through vaginal mucosa. On (B)(6) 2023 pink colored discharge after intercourse, (+) bacterial vaginosis, (+) vaginal candidiasis. On (B)(6) 2023 urinary frequency/dysuria, bladder pressure, uti with hematuria (+) e coli. On (B)(6) 2024 uti. On (B)(6) 2024 vaginal itching and discharge, intermittent vaginal spotting, erosion of mesh from prior bladder repair that is eroded through vaginal wall, (+) vaginal candidiasis. On (B)(6) 2024 vaginal mesh erosion, pelvic/perineal pain vaginal mesh (t-sling) removal.